Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The initial reporter was getinge technician. The correction of d4 catalog # and h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Deems required. This is based on the internal evaluation. Previous d4 catalog # ardlca109007a. Corrected d4 catalog # ard568604999. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated, upon the maintenance activities being performed on the device, broken headlight and its mounting points were found. According to the photographic evidence, the headlight cover was defective with missing particles and transparent cover partially detached. Provided information suggests that the device could have been broken by someone or collided with an object. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, since the broken cover, leading to missing plastic particles could be considered a technical deficiency, and in this way the device contributed to the event the device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during preventive maintenance. When reviewing reportable events for this type of issue we were able to establish that the received incidents are occurring at a moderate ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. According to the analysis performed by the subject matter expert regarding the investigated issue the incident is due to inappropriate use. A shock with another device is the most probable root cause of this incident. If the described failure occurs, the user can visually detect it during the daily checks performed prior to each use, or during preventive maintenance. In this case, the user would contact a getinge representative to replace the defective covers of the affected device. The most probable root cause of detachment of small pieces of plastic is a combination of different factors: mechanical stress, environmental conditions (such as high temperature and humidity variations during transport and storage), use of inappropriate cleaning/disinfection products, or inappropriate cleaning and disinfection protocols. To prevent any incident the user manual mentions: ¿check the light heads for chipped paint, impact marks and any other damages¿ during the daily inspections. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6). E1h event site postal code:(B)(6) at h3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated, upon the maintenance activities being performed on the device, broken headlight and its mounting points were found. According to the photographic evidence, the headlight cover was defective with missing particles and transparent cover partially detached. Provided information suggests that the device could have been broken by someone or collided with an object. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.